Event description:
A report was received that a patient's precision system was explanted. The physician's office reported that the patient requested the device be removed. It is not known whether the device was providing stimulation prior to the explant. The explant was performed in conjunction with a laminectomy and decompression surgery of the lumbar ad sacral spine. The patient was reportedly in stable and satisfactory condition following the surgery.

Manufacturer narrative:
The explanted devices will not be returned to co.